Manufacturer narrative:
The pump was received with frozen screen followed by a watchdog alarm during boot up due to corrosion on all electronic assemblies. The pump was unable to perform pump self-test, off no power test, unexpected error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents meas. The pump was frozen due to frozen screen anomaly and watchdog anomaly. The pump was received with corroded motor home switch, keypad flex trace fingers and vibrator motor assembly noted. There were minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to moisture. The customer states the pump was exposed to the rain and the pump is not working and making beeping noises. The customer's blood glucose level was 394mg/dl. The customer's most current level was 230mg/dl. The customer treated the high with humalog. The customer was advised the pump would be replaced and returned for analysis.